Event description:
Customer activated a pod at 9:05 pm on (B)(6) 2012. Blood glucose levels were within normal ranges unit 3:26 am when they rose to 372 mg/dl. Customer administered a correction bolus of 2.4 units. At 6:02 am, her bg increased to 389 mg/dl. Upon deactivating the pod, she noticed the cannula was "bent at a 90 degree angle and had never inserted." Customer fell it insert but stated "there was no mark on the skin when removed." Customer discarded the pod and therefore it is unavailable for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any malfunction that may have caused or contributed to the customer's hyperglycemia. A bent cannula has the potential to restrict insulin delivery which may cause hyperglycemia, however, this product condition cannot be confirmed. Product lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod user guide warns. "Check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide instructs to avoid hyperglycemia,"check blood glucose levels at least 4 to 6 times a day."